Event description:
It was reported that during a sharp needle recanalization and stenting treatment procedure, stent delivery system removal difficulties occurred. The collateral vein from the left forearm radial artery to the cephalic vein bridging into the upper arm was thrombosed. The vessel was tortuous. The physician injected 4 mg of tpa into the fistula, which was allowed to indwell for over one hour. Venograms were then performed. A 6mm/4cm diamond balloon was used to angioplasty near the site for the sharp needle recanalization. A 5f micropuncture kit was used to access the graft and then puncture the balloon. A 4f sheath was placed and the subcutaneous tunnel was dilated with a 6mm/4cm symmetry balloon. Multiple unsuccessful attempts were made to access the subcutaneous channel from both antegrade and retrograde manners from the fistula and brachial vein. A loop snare was also unsuccessful in an attempt to retrieve the wire from the opposite side. Eventually retrograde access was obtained from the collateral vein from the venous limb of the pt's fistula into the brachial vein. Balloon maceration thrombectomy was performed on the collateral vein and the fistula with an 8mm/8cm diamond balloon. Another MFR's 8mm/4cm balloon was used to dilate the resistant of waist and the entire brachial vein in the upper arm was dilated with this balloon. Next, an 8x81x750 sentinol self-expanding nitinol biliary stent was successfully deployed across this collateral vein from the brachial vein bridging the fistula, but experienced difficulty removing the stent delivery system. The stent was post-dilated with a 4mm/10cm diamond balloon and then the 8mm balloon. Fistulogram was performed. A retrograde puncture was made and a 6f sheath was placed into the venous limb of the fistula as the original angiocath had dislodged. Arteriogram was performed. Balloon angioplasty was performed across the av anastomosis and balloon maceration of the fistula was performed with a 4mm/4cm diamond balloon. Repeat fistulagram was performed. Flow through the fistula was restored, but sluggish. Arteriogram was obtained. Balloon angioplasty was performed across the arterial limb and body of the fistula with a 6mm/4cm diamond balloon. A 4mm/4cm diamond balloon was used to angioplasty the anastomosis again. Repeat arteriogram and fistulagram were performed. Sharp needle recanalization failed, but new outflow was obtained through the collateral vein with stent placement resulting in strong thrill and pulse in the pt's fistula. A small amount of residual clot is noted in the arterial limb aneurysm, but is not felt to be flow limiting. The axillary vein and subclavian vein are widely patent. Given the length of time of the procedure (2 hours and 45 minutes) and difficulty passing a balloon catheter across the stent, the physician stopped the procedure since there was a strong thrill and pulse. The pt was to return in a week for direct puncture of the outflow brachial vein for angioplasty of the moderate narrowing of the entirety of the brachial vein. Separate puncture is needed to avoid passing a balloon across the stent. No pt injuries or complications were reported. Pt status is reported as "fine". Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.